Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a jagwire was used in an ercp (endoscopic retrograde cholangiopancreatography) procedure. Procedure date is unknown. According to the complainant, during the procedure, the distal tip of the guidewire detached inside the patient, exposing the tip of the metal corewire. This was removed using a trapezoid or biopsy forceps. There were no patient complications reported as a result of this event.